Event description:
It was reported that an ilet user experienced a high blood glucose of 277 mg/dl after not announcing a meal. A factory reset was requested and guided, after which the user confirmed the ilet resumed automated control. The user was advised that the system would deliver correction doses and that meal announcements were not needed immediately post-reset, and the user acknowledged the guidance. The issue was attributed to an improper or incorrect procedure related to meal announcements involving the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.